Event description:
It was reported that the patient presented in clinic, upon interrogation the atrial lead exhibited loss of capture at high output. No intervention had been reported; the lead remained implanted.